Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. It was identified that the cause for the dim screen was due to a primary to secondary coil internal short on the transformer (t1) on the inverter board. The inverter board is located on the rear of the touch screen. A known good inverter board was installed, and the display became fully operational. The functioning inverter board was removed at the completion of the investigation. The system air leak test passed. The teach pumps passed. The simulated treatment 15-minute 1000 ml test passed. The noise (sound) made during treatment is normal. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short of the transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler has a display brightness problem since receiving the cycler. The patient then reported that for the past couple of days the cycler has been making random beeps from turning the cycler on until the cycler is turned off. The fresenius technical support representative issued a replacement cycler and advised the patient to discontinue using the machine. Upon follow-up, the patient confirmed there was no patient harm or adverse event, and no medical intervention was required. The patient was able to complete treatment. The cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.